Event description:
It was reported the covering of this esophegeal stent migrated distally resulting in bowel obstruction nine months post placement. The covering was retrived via laparotomy. The pt remains critical. No further details are available regarding the circumstances surrounding this event. The device has been destroyed. Therefore, a failure analyis was not available. Without evaluating the device and without further details, co is unable to determine the cause for this event.